Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm was noted. The motor passed the motor test. It also had a minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had no delivery alarm. It was stated that the no delivery alarm was resolved by a complete set change. During the call, the father reported that the customer also received a motor error alarm. Blood glucose value was 360 mg/dl; treated with a bolus. Troubleshooting performed. The device was returned for analysis.